Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had hematoma with symptom of pain in the pocket. The physician stated it was not device related. The patient underwent a revision wherein the ipg was explanted. The patient was reportedly doing well postoperatively.